Event description:
The initial reporter received questionable elecsys hiv duo results for three or four patient samples tested on the cobas e 801 analytical unit. The following elecsys hiv duo results were provided: result 1 - 1.75 cut-off index coi (reactive), result 2 - 11.9 coi (reactive), result 3 - 15.4 coi (reactive), result 4 - 5.91 coi (reactive). The following additional results were provided: patient sample 1 on (B)(6) 2025: the quantitative hiv result was 4.03. The repeat result using 4th generation immunochromatography was "non-reactive". On (B)(6) 2025: the viral load result was "undetectable." On (B)(6) 2025: the quantitative hiv result was 11.90. Patient sample 2 on (B)(6) 2025: the quantitative hiv result was 1.44. The result using 4th generation immunochromatography was "non-reactive". The result using 3rd generation immunochromatography was "non-reactive". On (B)(6) 2025: the quantitative hiv result was 1.75. The result using 4th generation immunochromatography was "non-reactive". On (B)(6) 2025: the viral load result was "undetectable." Patient sample 3 on (B)(6) 2025: the quantitative hiv result was 16.40. The result using 4th generation immunochromatography was "non-reactive". The units of measurement were not provided. Further clarification regarding the specific results for each patient was requested but not provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigaiton is ongoing.

Manufacturer narrative:
The investigation determined the event was consistent with a patient sample-specific discrepancy. Elecsys hiv duo product labeling states: "interpretation of the results numeric result - coi >/= 1.00. Result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications. The investigation did not identify a product problem.